Manufacturer narrative:
The manufacturer previously reported received information alleging a ventilator's sound abatement foam became degraded. The patient was hospitalized. Additional information received indicates the patient suffered sinus infections, lung irritation and poor eyesight. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.